Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used in the ureter during a ureteroscopy procedure, performed on (B)(6) 2017. According to the complainant, during preparation, the physician requested that the suture on the stent be removed. A scrub tech cut the string, and when the suture was pulled out of the stent, the stent broke. This device was not used in the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device found that it was damaged (broken) and arrived in several pieces. Based on the product analysis, the broken sections have marks and irregularities on the surface which indicate torsion or excess of force applied to the product. Excess of force may cause damage, deformities or device break. The failure was noted during preparation and outside the patient and it is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (stent broken). The defect found is consistent with one caused due to some handling aspect. Moreover, according to the condition of the returned unit, it was concluded that the failure found was not caused mechanically by a sharp object. Therefore, ¿handling damage¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was to be used in the ureter during a ureteroscopy procedure, performed on (B)(6) 2017. According to the complainant, during preparation, the physician requested that the suture on the stent be removed. A scrub tech cut the string, and when the suture was pulled out of the stent, the stent broke. This device was not used in the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.